Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they have been getting questionable results for an unspecified number of patient samples tested for ise sodium electrode (sodium) on cobas c 111 (c111) analyzer serial number (B)(4) between (B)(6) 2018 and (B)(6) 2018. The customer stated that it is happening on most patient samples when tested initially. When the samples are repeated, the values are totally different. The customer provided data for one patient sample which had an erroneous sodium result reported outside of the laboratory. The sample initially resulted with a sodium value of 129 mmol/l, which repeated as 138 mmol/l. The repeat result was believed to be correct. Other ise parameters for the sample matched when repeated. The patient was not adversely affected. The field service engineer determined the issue to be caused by an issue with the electrode. He replaced the electrode. He ran calibration, controls and repeated the patient sample twice in order to compare results. The investigation was unable to find a definitive root cause.